Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the sensor not working, keypad anomaly for the center button. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, and mmt-1884. Troubleshooting was performed for the loss of communication, and the transmitter is in use under warranty. Troubleshooting was performed for the keypad anomaly, and there was a response from the button. Troubleshooting was partially performed for the smartguard - unable to enter auto basal. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-7841zn and mmt-1884 were requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed the self test. All buttons functioning properly. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter with the watertight tester. The pump was then programmed for smartguard. The display showed the calibrate your sensor alarm properly after completion of the smartguard and monitored for several days. The auto basal registered properly in the sensor graph. No sensor related errors or anomalies were noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, and scratched case. Customer alleged not confirmed for pump unable to enter auto basal in smartguard and keypad anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.